Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative inspected the system onsite and could not replicate the reported event. The system passed all tests. No fault was found as the system performed as intended. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a catheter-based procedure the views on the navigation system were all black. The site had been navigating without issue and had stopped for a while. After coming back and attempting to navigate again, the views were black event though the crosshairs were green and it was possible to see the spheres in the tracking details. The site attempted to cycle views and step through the software without resolution. It was reported that after stepping back in the software again, the views came back and it was possible to navigate. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. The procedure was completed with the navigation system.